Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of incident and current blood glucose was 212 mg/dl. The customer also report the blood glucose was 589 mg/dl. The customer had pneumonia and urinary track infection that thinks contributed blood glucose. The customer performed high pressure test and passed. Drive support cap appears normal. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.